Event description:
It was reported that black spots a few millimeters in length were observed in the ¿active side¿ of a small volume intermate. This was identified before filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: september 3, 2013 - september 4, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the device had a tiny loose solid black particle approximately 0.02 square mm in size located on the surface of the white mesh filter. The particle was in the fluid path. The reported condition was confirmed. The cause of the condition was determined to be due to a manufacturing issue. A quality alert was issued and awareness training was conducted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.